Event description:
The facility is reporting that at the beginning of an rc repair, the fms pump was not measuring pressure flow rates correctly and the outflow was not working. As a result, the patient's shoulder became exceedingly swollen. Because of this, the surgeon became concerned over the probability of "compartment syndrome" occurring, if he continued on. At this point the surgeon abandoned repairing the rotator cuff and instead performed a debridement, a subacromial decompression. The surgeon believes that this alternative means of relieving the pt's issue may work. This procedure was concluded successfully without further issue or harm to the pt. During recovery, the facility used a drain pump as a precaution. The pt was discharged under normal circumstances without issue.

Manufacturer narrative:
Mitek is at this point in time, awaiting receipt of the complaint device towards conducting a root cause failure analysis, the results of which will be the subject of a follow-up report.